Event description:
It was reported the customer experienced intermittent loss of connection between the pump and the sensor. The customer experienced intermittent elevated and low blood glucose (bg) levels due to the reported issue. Additionally, the customer experienced an eye hemorrhage and blindness due to the reported issue. The customer reverted to an alternate method of insulin therapy.